Event description:
A customer reported that the unit of measurement setting of their freestyle meter changed. There was no report of death, serious injury or mistreatment.

Manufacturer narrative:
The customers meter has been requested for investigation. A follow up report will be submitted if the meter is received. Customers and retailers have been informed through the adc fa16may2006 letter.